Event description:
The patient reported experiencing elevated blood glucose (value not provided) for several weeks while using the infusion device. She stated no insulin was delivered through the infusion tubing and no errors or alerts were displayed on the infusion device. She stated she disconnected from her infusion site and bolused 6 units of insulin and nothing dripped from the end of the infusion tubing. She injected insulin via pen to lower her blood glucose. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.